Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. It is excluded that the pump delivering insulin in the cartridge slot after a correct after a correct cartridge change. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported she experienced elevated blood glucose level of 450 mg/dl on yesterday and became aware that the infusion device was delivering insulin into the cartridge slot. Patient's normal blood glucose level was not provided. Patient stated she changed the whole infusion set and several cartridges; problem persisted. Patient reported she has elevated blood glucose level tonight, exact reading was not provided, and she noticed that the infusion device was still releasing insulin into the cartridge slot despite replacing the infusion set and the cartridge. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.